Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. On (B)(6) 2023, the patient reported that the app displayed "a red message", no blood glucose reading was displayed but no further information available regarding this. Because of the alert, the patient took carbs and after started to feel confused, disoriented, and had to vomit 4 times. He then called his children who brought him to the hospital where he was diagnosed a diabetic ketoacidosis, hyperglycemia, and pneumonia. The patient was treated at the hospital with intravenous insulin and fluids for the diabetic ketoacidosis and received an unspecified treatment for pneumonia. It is not known if the patient was admitted into the hospital and is so, for how many days. At the time of the report, the patient said he was still being cured for pneumonia. There were no cgm, or blood glucose readings reported from the event. No other details were documented, and the patient refused to provide any more information. Data was evaluated and alleged receiving a red message with no glucose level displayed. The "red message" on the dexcom g6 app is most likely associated with the urgent low alert, which warns patients when their estimated glucose values reach 55 mg/dl or less. When a patient's estimated glucose values reach less than 40 mg/dl, they no longer receive a numerical value from their app and instead will only see the word "low" displayed on their device. A review of performance data did not find that the patient reached low at any point on the alleged incident date. However, at 3:45 am on (B)(6) 2023, data investigation found that the patient's estimated glucose values exceeded his low alert threshold of 70 mg/dl and dropped directly below the urgent low threshold. The patient received a visual urgent low alert with an egv of 50 mg/dl. Five minutes later at 3:50 am, the patient received another urgent low alert, this time at half volume, with an egv of low (less than 40 mg/dl). At 3:55 am, the patient received a third urgent low alert at full volume again with an egv of low. The patient remained below the urgent low threshold for another 15 minutes and then went directly back into target range at 4:10 am with an egv of 81 mg/dl. Although a comparative meter calibration is not present in the data during this time, the patient's allegation suggests that the cgm was reading inaccurately during this time as the patient suffered from hyperglycemia after self-treating with carbs following his observance of the "red message." The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient reported that the app displayed "a red message", no blood glucose reading was displayed but no further information available regarding this. Because of the alert, the patient took carbs and after started to feel confused, disoriented, and had to vomit 4 times. He then called his children who brought him to the hospital where he was diagnosed a diabetic ketoacidosis, hyperglycemia, and pneumonia. The patient was treated at the hospital with intravenous insulin and fluids for the diabetic ketoacidosis and received an unspecified treatment for pneumonia. It is not known if the patient was admitted into the hospital and is so, for how many days. At the time of the report, the patient said he was still being cured for pneumonia. There were no cgm, or blood glucose readings reported from the event. No other details were documented, and the patient refused to provide any more information. Data was evaluated and alleged receiving a red message with no glucose level displayed. The "red message" on the dexcom g6 app is most likely associated with the urgent low alert, which warns patients when their estimated glucose values reach 55 mg/dl or less. When a patient's estimated glucose values reach less than 40 mg/dl, they no longer receive a numerical value from their app and instead will only see the word "low" displayed on their device. A review of performance data did not find that the patient reached low at any point on the alleged incident date. However, at 3:45 am on (B)(6) 2023, data investigation found that the patient's estimated glucose values exceeded his low alert threshold of 70 mg/dl and dropped directly below the urgent low threshold. The patient received a visual urgent low alert with an egv of 50 mg/dl. Five minutes later at 3:50 am, the patient received another urgent low alert, this time at half volume, with an egv of low (less than 40 mg/dl). At 3:55 am, the patient received a third urgent low alert at full volume again with an egv of low. The patient remained below the urgent low threshold for another 15 minutes and then went directly back into target range at 4:10 am with an egv of 81 mg/dl. Although a comparative meter calibration is not present in the data during this time, the patient's allegation suggests that the cgm was reading inaccurately during this time as the patient suffered from hyperglycemia after self-treating with carbs following his observance of the "red message." The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.